Manufacturer narrative:
Add'l implant dates: (B)(6) 2010 and (B)(6) 2010. This is a definitive report. Our medical adviser's comment: this case cannot be considered to be allergic reaction because no dermal symptom was observed. This event is more likely to be related to psychogenic factors, i.e., injection procedures, rather than hyaluronan itself.

Event description:
Adverse event: shock. On (B)(6) 2010, a (B)(6) year-old female inpatient received 1st injection of artz dispo for knee meniscus injury and tolerated well. On (B)(6) 2010, she received 2nd injection of artz dispo and tolerated well. On (B)(6) 2010, she received 3rd injection of artz dispo. Five mins later, she experienced shivering, heart rate increased and pallor facial, weak breath and syncope, her blood pressure decreased to 70/40. After her physician treated her symptom without any drug injection, she recovered. There is no dermal system observed. None of the other test was performed. On (B)(6) 2010, her pain of knee meniscus injury was relieved. The physician considered it would be shock, and he suspected there were two possibilities: the pt was probably allergic to artz dispo. The pt was maybe nervous about the intra-articular administration.